Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after a peripheral iliac stenting procedure. Reportedly, when the needle plunger was removed a needle tip did not capture a cuff. The device was removed and a second proglide was used with the same results. A third proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up will be submitted with any relevant information. The lot number was not identified; therefore, a device history record review could not be performed. Device #2: proglide, part #12673-03, lot# unk indicated is being filed under a separate manufacturer report number.